Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer was advised to reset the pump, but they did not have their charging pad and decided to complete the steps independently. Further troubleshooting was declined, and the case was closed by technical support. No additional information was received regarding the outcome of the event.